Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, component code, health effect ¿ impact codes), h10. A getinge field service engineer (gfe) replaced helium tubing (0004-00-0103-01 )and check valve (0103-00-0634) which were leaking. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).